Manufacturer narrative:
The t:slim user guide states: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer reported that the pump was worn against the skin. The customer could not recall exact blood glucose (bg) levels for the past occlusions but stated their bg levels were high; the current bg level was 260 mg/dl. Manual injections were administered to address the bg levels. The customer would resolve the occlusions by either changing out the pump supplies or resuming insulin delivery with no supply change. A cause of the past occlusions could not be determined. A pump system check was performed using the current supplies. Insulin was observed exiting the infusion set tubing indicating that the pump was functioning as expected. The customer declined further troubleshooting and stated the pump supplies were to be changed. During follow-up, it was reported that the customer uses their cartridge for three days. Tandem technical support (cts) educated the customer that humalog is indicated to be used for up to two days. Tandem technical support attempted to follow up with the customer multiple times to check if the customer was able to determine a possible cause of the occlusion; however, no response was received.